Manufacturer narrative:
The complaint of the unit having burnt and thermal damage was not confirmed. As received, a unit for received for investigation. Visual inspection did not identify any anomalies.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.

Event description:
It was reported that the merlin transmitter stopped working because the power plug melted and decomposed. A replacement device was provided. There were no patient consequences.